Manufacturer narrative:
(B)(4). The customer report of a blocked catheter was not confirmed through complaint investigation of the returned sample. The customer returned one, 2-lumen hemodialysis catheter for analysis. Functional testing of the returned catheter revealed the catheter flushed as intended with no blockage detected. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, no problem was found.

Event description:
It was reported that: "(B)(6) 2025, a respiratory specialist from (B)(6) hospital, found that catheter was blocked during use on the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: " on (B)(6) 2025, a respiratory specialist from (B)(6) hospital, found that catheter was blocked during use on the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required."